Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The device was interrogated revealing the eri battery status which was activated on (B)(6) 2021. The pacemakers memory content was analyzed confirming the battery depletion. An elevated current consumption was documented which has drained the battery. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present as a result of the battery depletion. During the further course of the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was depleted but not defective. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit resulting in a high current condition of the electronic module depleting the battery. In summary, a damaged integrated circuit was identified during analysis leading to the clinical observation. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
Device explanted due to battery shows eri, excess battery consumption. Excess battery consumption detected. Memory dump performed and generator changed. No adverse patient events were reported. Should additional information be received, this file will be updated.